Event description:
It was reported that this electrode was part of a system revision due to infection. This device was explanted and no new system was implanted. No additional adverse patient effects were reported.